Event description:
The patient experienced stimulation in the pocket area. Impedances were greater than 4,000 ohms on several of the bipolar pairs. The device was reprogrammed and comfortable settings were achieved. There was no injury.